Event description:
It was reported that, "pt presented loose in flexion, instable. Proceeded to thicker 13mm ps poly, #3. Hosp protocol: no x-rays , notes. Done elsewhere for primary knee, no lot codes."

Manufacturer narrative:
This event was discovered during a review of data reports. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2011-00069.